Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found with a broken curved blade and will ultimately fail the initialization startup test with the generator. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.41" x 0.10" was not returned. Material was missing. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the g11 generator prompted for replacement of instrument many times and to tighten the components. The customer restarted the generator and reassembled components, but the harmonic ace instrument could not pass the test. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.